Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedance. It was stated that the issue started following a non device related surgery. The patient underwent a procedure wherein the leads were replaced and the patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5076875.